Manufacturer narrative:
Cartridge alarm 19- result codes (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The battery gauge went from 20% then dropped to 2% in less than one hour. Review of the pump data by tandem technical support indicated that the battery depletion was outside of normal range. When attempting to load a cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges. Reportedly, the customer's blood glucose (bg) level was elevated; however, the value was not provided. It was indicated that manual injections were administered to address bg levels, and would continue to be used for backup therapy.